Manufacturer narrative:
The investigation reviewed the calibration and qc data; no issues were noted. The investigation inspected the laboratory; a layer of dust throughout the analyzer was found. A precision check using qc material on line 1 was then performed; an out-of-range result was noted. The investigation determined that this was probably caused by dust falling onto the assay cup or tip on the tip cup tray in use. The investigation performed additional precision checks - a normal precision check and another precision check with the tip/cup tray contaminated with a small amount of dust collected from the analyzer. The investigation confirmed that the dust indeed caused the out-of-range result. The investigation determined that the event was consistent with the presence of dust throughout the analyzer. Product labeling states: "maintenance as required on the core unit and the msbs. Perform these maintenance actions as required. In this section: cleaning the surface of the core unit. Cleaning racks. Cleaning the rack tray."

Event description:
The initial reporter received questionable troponin t hs elecsys results from three patient samples tested on the cobas e 801 analytical unit. The initial results were not reported outside of the laboratory. The reporter stated that they have ongoing result issues with the assay so they run the assay in duplicate. The questionable results were caught in their middleware. Sample 1 on (B)(6) 2023, the initial result was 17.900 ng/l. The repeat result was 7.070 ng/l. Sample 2 on (B)(6) 2023, the initial result was 36.300 ng/l. The repeat result was 8.870 ng/l. Sample 3 on (B)(6) 2023, the initial result was 4.61 ng/l. On (B)(6) 2023, the first repeat result was 14.6 ng/l. The second repeat result was 14.2 ng/l.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The investigation is ongoing.